Event description:
An injury occurred at (B)(6) where a repositioning sling may have been involved. The visitor went to the opposite side of the bed and fell. The risk manager stated that the injured person do not remember falling. The individual stated that they did see loops hanging down from the bed but does not know if their foot actually got trapped in the loops. The visitor hit their head on the floor, the injury required stitches.